Event description:
It was reported that there were no r-wave measured from the remote monitor transmission. No reprogramming has been done to the device as yet while attempting to understand what is taking place with the reading of the patient's device. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. The save to disk analysis found no anomalies.